Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the updated device information. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the corrected event date and evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. The pump inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 at the tube/strain relief junction of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was also noted on the longer exhaust tube and inlet tube of the pump, and detached inlet tube with connector. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) on the exhaust tube of cylinder 2 to separate it at the exhaust tube/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information damage of the tube near the right cylinder.